Event description:
The consumer reported that the patient's hands were shaking terribly over the past six to seven weeks prior to (B)(6) 2016. He did have a recent medical test or electromagnetic interference (emi) environmental exposure. He was in and out of the hospital recently for kidney stones and other procedures, which were unrelated to the device or therapy. The consumer did not think the stimulation was off. The patient's indication(s) for use were parkinson'svual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.